Event description:
Same as MFR# 6000093-2004-1500. During coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. After predilation the physician successfully deployed a taxus express2 8.8% 3.0x12 mm drug eluting stent in the posterior descending artery (pda). It was noted that the physician had difficulty crossing the lesion. During withdrawal, the stent delivery device became stuck on the choice floppy guide wire. The locking forced the guide wire into the myocardium and the physician had to seat the guide 40 mm into the right coronary artery for successful retrieval of the entire delivery system. There were no pt complications or injuries. Pt status is reported as "satisfactory/good."